Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter irrigation was intermittently stopped during the procedure. When the guidewire was extended out of the farawave pfa catheter irrigation was not possible. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing was not functional in any state. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking of the flush lumen, which likely caused the flushing issue. The reported event was confirmed the reported analysis of the returned device as the kinking of the flush lumen would impact the ability to irrigate the device.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter irrigation was intermittently stopped during the procedure. When the guidewire was extended out of the farawave pfa catheter irrigation was not possible. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.